Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pelvic pain ('pain') and meniere's disease ('autoimmune disorder type of disorder: meniere's disease') in a 39-year-old female patient who had essure (batch no. 869750) inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, anxiety, genital bleeding, cramp in lower abdomen, hysteroscopy, menstruation frequent, c-section and pelvic adhesions. Previously administered products included for birth control: mirena from 2008 to (B)(6)2010. Concurrent conditions included cholecystectomy, ovarian cyst, dysmenorrhea, uterine bleeding, endometriosis, vaginal hemorrhage and menorrhagia. Concomitant products included hydrocodone bitartrate;paracetamol (norco). In (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) /huge clots"), offensive vaginal discharge ("brown discharge with a fowl smell and huge clots"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse) extremely painful intercourse leading to not able to have sexual intercourse due to pain"). In (B)(6)2011, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: numerous yeast infections/vaginal infection") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6)2012, the patient experienced loss of libido ("hormonal changes-no libido") and fatigue ("fatigue"). In (B)(6)2013, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("left lower quadrant pain"). In (B)(6)2013, the patient experienced rash ("rashes or skin conditions type: occasional rash on torso/ intermittent rashes"). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), meniere's disease (seriousness criterion medically significant), migraine ("migraines/ headache"), headache ("migraines/ headache"), nausea ("nausea"), vertigo ("neurological conditions or problems type: severe vertigo"), menopause ("hormonal changes describe: perimenopause"), ovarian cyst ("cyst on ovaries"), tinnitus ("ringing in ear"), abdominal distension ("bloating"), scar ("scar tissue"), pelvic adhesions ("bladder fused to uterine body"), vaginal discharge abnormality ("brown discharge") and vaginal odour ("foul smell") and was found to have hormone level abnormal ("hormonal changes describe: hormone imbalance and perimenopause"). The patient was treated with cortisone, diazepam, meclozine (meclizine), ondansetron (zofran) and surgery (ablation, essure implant removal and hysterectomy (full) ; salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, menorrhagia, meniere's disease, abdominal pain, back pain, abdominal pain lower, loss of libido, vaginal haemorrhage, vulvovaginal mycotic infection, offensive vaginal discharge, female sexual dysfunction, anxiety, rash, migraine, headache, nausea, vertigo, dyspareunia, fatigue, weight increased, alopecia, hormone level abnormal, menopause, ovarian cyst, tinnitus, abdominal distension, scar, pelvic adhesions, vaginal discharge abnormality and vaginal odour outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, loss of libido, meniere's disease, menopause, menorrhagia, migraine, nausea, offensive vaginal discharge, ovarian cyst, pelvic adhesions, pelvic pain, rash, scar, tinnitus, vaginal haemorrhage, vaginal odour, vertigo, vulvovaginal mycotic infection, weight increased and vaginal discharge abnormality to be related to essure. The reporter commented: current weight- 135 lbs. Discrepancy noted in date of insertion:: (B)(6)2011 , (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6)2011: result: total bilateral occlusion. Ultrasound pelvis - on (B)(6)2013: impression: l. Left ovarian cyst, considerations include either a corpus luteum or hemorrhagic cyst. Ectopic pregnancy is considered least likely (given negative pregnancy test). 2. Poorly defined endometrial stripe, likely from endometrial ablation. 3. Shadowing locus near the uterine fundus, likely calcification from prior endouterine cavity instrumentation rather thm1 a degenerating fibroid given the patients age.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, bleeding, dyspareunia, menorrhagia, ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records:cervicitis. Concerning the injuries reported in this case, the following one was described in patient¿s social media- pelvic adhesions, scar, abdominal distension, tinnitus, ovarian cyst lot number: 869750 manufacturing date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and social media received. Reporter information updated. New events: cyst on ovaries, ringing in ear, bloating, scar tissue, bladder fused to uterine body, brown discharge, foul smell were added. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pelvic pain ('pain') and meniere's disease ('autoimmune disorder type of disorder: meniere's disease') in a 39-year-old female patient who had essure (batch no. 869750) inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, anxiety, genital bleeding, cramp in lower abdomen, hysteroscopy, menstruation frequent, c-section and pelvic adhesions. Previously administered products included for birth control: mirena from 2008 to (B)(6) 2010. Concurrent conditions included cholecystectomy, ovarian cyst, dysmenorrhea, uterine bleeding and endometriosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) /huge clots"), vaginal discharge ("brown discharge with a fowl smell and huge clots"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse) extremely painful intercourse leading to not able to have sexual intercourse due to pain"). In (B)(6) 2011, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: numerous yeast infections/vaginal infection") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2012, the patient experienced loss of libido ("hormonal changes-no libido") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("left lower quadrant pain"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type: occasional rash on torso/ intermittent rashes"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), meniere's disease (seriousness criterion medically significant), migraine ("migraines/ headache"), headache ("migraines/ headache"), nausea ("nausea"), vertigo ("neurological conditions or problems type: severe vertigo") and menopause ("hormonal changes describe: perimenopause") and was found to have hormone level abnormal ("hormonal changes describe: hormone imbalance and perimenopause"). The patient was treated with cortisone, diazepam, meclozine (meclizine), ondansetron (zofran) and surgery (ablation, essure implant removal and hysterectomy (full) ; salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, meniere's disease, abdominal pain, back pain, abdominal pain lower, loss of libido, vaginal haemorrhage, vulvovaginal mycotic infection, vaginal discharge, female sexual dysfunction, anxiety, rash, migraine, headache, nausea, vertigo, dyspareunia, fatigue, weight increased, alopecia, hormone level abnormal and menopause outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, loss of libido, meniere's disease, menopause, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight:135 lbs. Discrepancy noted in date of insertion:: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: result: total bilateral occlusion. Ultrasound pelvis: on (B)(6) 2013: impression: l. Left ovarian cyst, considerations include either a corpus luteum or hemorrhagic cyst. Ectopic pregnancy is considered least likely (given negative pregnancy test). Poorly defined endometrial stripe, likely from endometrial ablation. Shadowing locus near the uterine fundus, likely calcification from prior endouterine cavity instrumentation rather thm1 a degenerating fibroid given the patients age. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, bleeding, dyspareunia, menorrhagia, ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records:cervicitis lot number: 869750, manufacturing date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain") and meniere's disease ("autoimmune disorder type of disorder: meniere's disease") in a 39-year-old female patient who had essure (batch no. 869750) inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, anxiety, genital bleeding, cramp in lower abdomen, hysteroscopy, menstruation frequent, c-section and pelvic adhesions. Previously administered products included for birth control: mirena from 2008 to (B)(6)2010. Concurrent conditions included cholecystectomy, ovarian cyst, dysmenorrhea, uterine bleeding and endometriosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco). In (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) /huge clots"), vaginal discharge ("brown discharge with a fowl smell and huge clots"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse) extremely painful intercourse leading to not able to have sexual intercourse due to pain"). In (B)(6)2011, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: numerous yeast infections/vaginal infection") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6)2012, the patient experienced loss of libido ("hormonal changes-no libido") and fatigue ("fatigue"). In (B)(6)2013, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("left lower quadrant pain"). In (B)(6)2013, the patient experienced rash ("rashes or skin conditions type: occasional rash on torso/ intermittent rashes"). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), meniere's disease (seriousness criterion medically significant), migraine ("migraines/ headache"), headache ("migraines/ headache"), nausea ("nausea"), vertigo ("neurological conditions or problems type: severe vertigo") and menopause ("hormonal changes describe: perimenopause") and was found to have hormone level abnormal ("hormonal changes describe: hormone imbalance and perimenopause"). The patient was treated with cortisone, diazepam, meclozine (meclizine), ondansetron (zofran) and surgery (ablation, essure implant removal and hysterectomy (full) ; salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, menorrhagia, meniere's disease, abdominal pain, back pain, abdominal pain lower, loss of libido, vaginal haemorrhage, vulvovaginal mycotic infection, vaginal discharge, female sexual dysfunction, anxiety, rash, migraine, headache, nausea, vertigo, dyspareunia, fatigue, weight increased, alopecia, hormone level abnormal and menopause outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, loss of libido, meniere's disease, menopause, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight- 135 lbs. Discrepancy noted in date of insertion:: (B)(6)2011 , (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6)2011: result: total bilateral occlusion. Ultrasound pelvis - on (B)(6)2013: impression: l. Left ovarian cyst, considerations include either a corpus luteum or hemorrhagic cyst. Ectopic pregnancy is considered least likely (given negative pregnancy test). 2. Poorly defined endometrial stripe, likely from endometrial ablation. 3. Shadowing locus near the uterine fundus, likely calcification from prior endouterine cavity. Instrumentation rather thm1 a degenerating fibroid given the patients age.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, bleeding, dyspareunia, menorrhagia, ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records:cervicitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet received: lot number added. Events added : abdominal pain, back pain, left lower quadrant pain, hormonal changes-no libido, abnormal bleeding (vaginal, menorrhagia), brown discharge with a fowl smell and huge clots, (verbatim huge clots clubbed with event ¿vaginal haemorrhage¿), infection (bladder/ urinary tract/vaginal) type: numerous yeast infections/vaginal infection, apareunia(inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, autoimmune disorder type of disorder: meniere's disease, rashes or skin conditions type: occasional rash on torso/ intermittent rashes, migraines/ headache, nausea, neurological conditions or problems type: severe vertigo, dyspareunia (painful sexual intercourse) extremely painful intercourse leading to not able to have sexual intercourse due to pain, fatigue, weight gain, hair loss, hormonal changes describe: hormone imbalance and perimenopause. Event coding updated from ¿perforation of organs nos¿ to ¿fallopian tube perforation¿. Outcome of pelvic pain updated to ¿recovered / resolved¿. Reporter information and patient details updated. Concomitant and treatment products added. Patients medical history and historical drugs added. Lab details added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality safety evaluation for ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.